Event description:
An olympus employee reported on behalf of the customer, the evis exera elite gastrointestinal videoscope had a dirty lens and poor drainage. The intended procedure was an upper endoscopy for inspection purposes. The procedure was completed using a replacement device. The device is used several times a day. Device pre-use checks were performed. An oer-4 (endoscope reprocessor) was used for reprocessing. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined there was a foreign object in the nozzle. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The customer was able to clean, disinfect and sterilize the subject device prior to sending to olympus. It is unknown when the foreign object adhered to the scope. It is unknown whether the endoscope was used for a procedure with the foreign material attached. The customer thinks the foreign material is lens cleaner. It is unknown if there was a delay between the end of clinical use and the start of pre-cleaning. It is unknown if the air/water nozzle was flushed with water and air. It is unknown if there were abnormalities in the accessories used for reprocessing. It is unknown if the endoscope was immersed in detergent solution. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. It is unknown if the air/water nozzle was flushed with a detergent solution.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of dirty lens and poor drainage were not confirmed. In addition to evaluation, the bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Scratches were on the insertion tube. Insertion tube had wrinkles. There were curved rubber scratches. The curved rubber adhesive part was missing. Scratches were found on the operation part. The operation part had discoloration. Scratches were found on switch button 1. Scratches were found on the switch box. Scratches were on the operation unit cover. There were scratches on the up/down knob. There were scratches on the up/down angle fixing lever. Scratches were found on the right/left knob. Scratches were found on the grip. Scratches were found on the universal cord. Scratches were found on the scope connector. There were scratches on the scope connector cover. There were scratches on the right/left angle fixing knob. Adhesive on bending section cover had a chip. Protector of universal cord on scope connector side had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. Although based upon the results of the investigation of a similar device, it can be presumed that the foreign material is likely to be organic silicone. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system". [Inspection of the endoscope]. 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function]. Inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.